Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, degradation and electrical component problems may be a possible cause of the malfunctions. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited peeled adhesive around the objective lens. It also exhibited noisy image when the up-down angle was moved due to the malfunction in the imaging unit. There was no patient involvement.